Event description:
Customer was riding in his yard and hit a bump and now will not run. User disengage and reengage the motor brake which cleared his 5 wrench blinking. Turned the chair off and back on and getting 3 blinks which is left motor fault.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.